Event description:
It was reported that the video system center had a high-definition (hd) and serial digital interface (sdi) terminal output failure. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, which confirmed the reported failure. A root cause could not be identified. Investigation suggests the malfunction was likely due to a printed circuit board failure, most probably caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.